Event description:
Patient called lfs on 4/03 alleging the ot ultra meter would not power off. Patient was feeling shaky and sleepy, so patient attempted to test the blood. The meter would not work so patient ate a burger. Patient was stilln not feeling well so the friend came over with the meter. Patient had a blood glucose reading of 186 mg/dl on the friends meter. (Patient tested approx. 1-1 1/2 hrs. Later after eating). Originally the patient stated the meter would not turn on, upon probing it was determined that the meter display was stuck. The issue was unresolved with troubleshooting. To start a new test, patient has to turn the meter off and then turn it back on. When the meter does not turn off, patient cannot obtain a test result, which may lead to delay in treatment or treatment in the absence of a glucose value. The meter has been replaced. No further information has been reported.